Event description:
Boston scientific received information that high pacing impedances of greater than 2500 ohms were noted on this right atrial lead. The lead was previously deactivated by the physician. Recently, the lead was surgically abandoned during a device replacement procedure for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.